Event description:
It was reported that during the an afib procedure, when the customer tried to connect the smart touch catheter with a non smart touch cable, there was a static electrical sound and lots of noise on all the channels, including the 12 leads of bs ecgs and all ic (intracardial) recordings and on both carto and ep recording systems at the same time. Once the correct cable was connected the carto came up with an error message saying it could not read magnetic data from the catheter. The customer then changed the cable and got the same error message even after a reboot. Therefore, the customer decided to abandon mapping and just use the catheter to ablate and they came on with rf the catheter handle got very hot so they stopped and replaced the catheter. The same error message appeared on carto after several rebooting and the system could no longer connect to the piu. After they finished case without mapping, reboot one last time and this time it managed to connect. They disconnected carto and used fluoro to complete case.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Manufacturer ref # (B)(4). It was reported that during the an afib procedure, when the customer tried to connect the smart touch catheter with a non smart touch cable, there was a static electrical sound and lots of noise on all the channels, including the 12 leads of bs ecgs and all ic (intracardial) recordings and on both carto and ep recording systems at the same time. Once the correct cable was connected the carto came up with an error message saying it could not read magnetic data from the catheter. The customer then changed the cable and got the same error message even after a reboot. Therefore, the customer decided to abandon mapping and just use the catheter to ablate and they came on with rf the catheter handle got very hot so they stopped and replaced the catheter. The same error message appeared on carto after several rebooting and the system could no longer connect to the piu. After they finished case without mapping, reboot one last time and this time it managed to connect. They disconnected carto and used fluoro to complete case. Biosense field service engineers arrived on site for the system evaluation. The system was turned on and none of the mentioned errors appeared. All functional tests were performed and all passed normally. System is ready for clinical use. Since this was a reportable event, an additional original external manufacturer (OEM) action (DHR review or investigation) was performed. No anomalies were noted in manufacturing or service.